Event description:
A hospital in (B)(6) reported that they were unable to connect the heater wire adaptor to the inspiratory limb of an rt340 breathing circuit because the heater wire pin was bent. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the inspiratory and evaqua (expiratory) limbs of the complaint rt340 breathing circuit were returned to fisher & paykel healthcare (fph) (B)(4) for inspection. Both limbs were performance tested and visually inspected. Results: full insertion of the heater wire pins of the expiratory limb with the heater wire adaptor was achieved, but full insertion of the heater wire pins of the inspiratory limb with the heater wire adaptor was not achieved. One of the heater wire pins on the inspiratory limb was found to be bent. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. (B)(4).